Event description:
It was reported that when using the bd pyxis¿ es server, message was not crossing over from es server to cerner. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossed over to cerner. A technical support specialist (tss) connected to the carefusion coordination engine (cce) and verified that services were running, though pieservice.exe was consuming high memory. No operating system level resource issues were identified, and message tracing showed no connection errors; however, no messages had been received from the server despite cce sending admit discharge transfer (adt) and orders. The usage outq for sbh contained a backlog of messages, and mbms displayed as unknown, preventing individual restarts. The cce service was stopped, forcibly ended due to a timeout, and restarted, after which message queues began processing and draining. The inventory queue initially did not drain, so iis was restarted and all queues subsequently cleared. The customer was updated, and it was determined that a memory issue could cause future communication disruptions. A known issue was identified through knowledge article, cce stops processing messages - not enough storage is available to process this command. The cce service restart utility was deployed as per knowledge article, cce service restart utility and functionality was confirmed as working as expected. The system functioned as intended after the technical support specialist troubleshot the device.